Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The field service engineer performed service maintenance, consisting of a cell replacement, a mechanical arm check, and a comprehensive leak detection test. Following these procedures, post-service verification using qcs was performed. The unit is confirmed to be in good working order. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys ft3 iii and ige results from two patient samples tested on the cobas e 411 analyzer (rack system). On (B)(6) 2025: patient sample 1 ft3 iii the initial result was 12.52. The repeat result was 3.39. The unit of measurement was not provided. On (B)(6) 2025: patient sample 2 ige the initial result was <0.100 ui/ml. The repeat result was 106.1 ui/ml.